Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. Reason for reoperation is not applicable as the device was not implanted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported "they opened the packaging of a breast implant and there were black specs on the implant within the tub." Device was not implanted. Patient contact did not occur.